Event description:
Using a davinci force bipolar instrument and it became defective where the pinchers would not grip or hold. This is the 5th defective piece in two months. The other pieces were send back to the company for repair. Manufacturer response for davinci xi force bipolar instrument, (brand not provided) (per site reporter): previous defective pieces have been repaired and put back in circulation.